Event description:
It was reported that the customer received a button error and that the alarm would not clear by pressing the esc and act buttons. The customer stated that none of the buttons on the insulin pump were working. The customer changed the battery, but the insulin pump was still alarming. The customer's blood glucose was unknown. The customer did not recall any significant events prior to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response noted on esc and act button due to moisture damage on keypad traces. No button error alarm noted. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.